Manufacturer narrative:
A visual examination of the returned device found that the catheter demonstrated signs of use; the working channel sleeve extended from the distal cap, confirming the reported complaint incident of working channel sleeve protrusion. The proximal end of the distal cap was aligned with the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed and the distal tip articulated without issue; a spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel and the distal cap was removed. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was then cut open to expose the working channel sleeve and the catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out and was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint white working channel sleeve braid imprint on the pebax. The investigation concluded that the condition of the returned unit was consistent with the reported complaint incident of ¿working channel sleeve protruding from spyscope ds.¿ all evidence indicates that the device was properly assembled during manufacturing; therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the working channel sleeve was protruding from the spyscope ds access & delivery catheter. No parts of the device detached and fell inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.